Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe not cutting and making sounds. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no additional complaints for the reported issue. The sample was visually inspected and it was deemed conforming. Actuation testing was performed and it was deemed nonconforming. The cutter did not fully open. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed nonconforming. Noise was present during testing, but was considered to be at an acceptable level. There is no noise standard for a probe. The probe was disassembled and the components inspected. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when removing the inner cutter from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then deemed conforming. The complaint evaluation does confirm the probe did not have an acceptable actuation and cut performance as received. The evaluation does confirm the probe did initially actuate and the cutting function was used for approximately 20 to 30 minutes, which is higher than the typical vitrectomy portion for the use of the probe. The reason why and when the probe cutter stopped opening fully in the port along with poor cutting performance cannot be determined from this evaluation. The cutting edge may become worn after being used for 20 minutes of use. Actuation and cut performance will deteriorate from surgical material causing interference between the inner cutter and the outer needle during its surgical use, as evident by the marks at the cutter bend area and cutting edge. When interference is eliminated as was done by the disassembly of the probe, the actuation testing was then conforming. The exact root cause for this complaint cannot be determined from this evaluation; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the probe was not cutting and it was making sounds during a vitrectomy procedure. It was not known if the aspiration was working. The procedure was completed by obtaining another pack. There was no known patient harm. Additional information was requested; however, none has been received to date.